Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently placed the pump into storage mode. After turning the pump back on, the customer noted the date was incorrect. Customer reported blood glucose level was in the 140s (mg/dl). The customer corrected the date during troubleshooting with tandem technical support.